Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the healthcare professional infused through the device, but was unable to aspirate blood. An x-ray revealed a crack in the catheter. The device was scheduled to be removed at a later date. An additional x-ray revealed that the catheter broke and migrated into the right artery. The device was removed.

Manufacturer narrative:
Manufacturing review: complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The device returned was one powerport MRI with 8 fr s/l groshong catheter. The catheter was in two segments, one on the port stem. The break surface between the two segments on each side was characterized by both a smooth-surfaced region with rounded edges and a region of granular texture. Extensive smoothing and polishing was noted in the region of the crack, which had an ¿I¿ shape. The edges of the crack were significantly deformed. Splitting also occurred on the catheter segment on the port stem, some concentrated at the end near the port body. The splitting shows signs of smoothing, but also of a granular surface. The crack and the full break were both near the proximal end of the catheter and located, respectively, at between the 18- and 19-cm depth marks and the 19-cm depth mark. The root cause is determined to be likely related to clinical conditions. Flexural fatigue is known to occur due to repeated kinking in the catheter while implanted. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the healthcare professional infused through the device, but was unable to aspirate blood. An x-ray revealed a crack in the catheter. The device was scheduled to be removed at a later date. An additional x-ray revealed that the catheter broke and migrated into the right artery. The device was removed.